Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 245 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer stated that she was stuck in the rewind delivery loop. The customer stated that she did not recall a beep or sound. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer also stated that she was hospitalized due to the bent needle about 2 to 3 years ago. The customer stated that she was released and treated. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.